Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 1125237, medical device expiration date: 30-apr-2026, device manufacture date: 05-may-2021, medical device lot#: 1187338, medical device expiration date: 31-jul-2026, device manufacture date: 06-jul-2021.

Event description:
It was reported that 47 bd micro-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: among 14 pen needles, the drug solution did not come out in 47 pen needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022. D4: medical device lot #: 1125237. D4: medical device expiration date: 30-apr-2026. H4: device manufacture date: 05-may-2021. D4: medical device lot #: 1187338. D4: medical device expiration date: 31-jul-2026. H4: device manufacture date: 31-jul-2021. H6: investigation summary: twenty eight open 32g x 4mm pen needle samples and four photos were returned from lot. No.1125237, cat. No. 320559. A clog test was carried out on all twenty eight samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 47 bd micro-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: among 14 pen needles, the drug solution did not come out in 47 pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 47 bd micro-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: among 14 pen needles, the drug solution did not come out in 47 pen needles.